Event description:
It was reported that the patient presented with ddd and spondylolisthesis at l3-l5, osteoporosis. The patient underwent an anterior spinal fusion at l3-l5 using bmp with femoral cortical ring allograft, total disketctomy at l4/5, anterior instrumentation using sy nthes system. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with pre-op diagnosis of l3-l5 degenerative disk disease with l4-5 degenerative lateral spondylolisth esis, osteoporosis. For which patient underwent stage I anterior spinal fusion, l3-l5 using bone morphogenic protein combined with femoral cortical ring allograft, total discectomy l4-5, anterior instrumentation using synthes system. Per op notes, a femoral cortical ring allograft was obtained, which was then shaped to fit into interbody space in slight wedge. This was packed with bone morphogenic protein along with local bone graft. Local bone graft was obtained from endplate preparation with the bur. After endplate preparation the structural graft was placed along with additional bone morphogenic protein-soaked sponge into the disk space at l3-4. Gelfoam was placed over the infusion site. Surgeon proceeded with the identical procedure at l4-5. A local bone graft was combined with bone morphogenic protein-soaked sponge into a femoral ring allograft, which was contoured to fit the interbody space under distraction. The wound was then closed in multiple layers and sterile dressings were applied. Patient tolerated the procedure well with no complications reported due to this event.